Manufacturer narrative:
(B)(4).

Event description:
It was reported that the marker detached. The target lesion was located in the heavily calcified right iliac artery. A chariot guiding sheath was placed. During the procedure, the radiopaque marker on the tip of device separated from the sheath. They tried to snare the marker, but was unsuccessful. The procedure was aborted and the marker was left inside the patient. No further surgery warranted at this time to remove the tip. In the physician's opinion, the patient's heavily calcified iliac artery may have contributed to the detachment. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a chariot guide sheath. Portion of the shaft, markerband, and tip were not returned for analysis. There was blood on the outside and inside the device. Microscopic examination revealed that the shaft was detached 44.7cm from the hub. The separated end of the shaft was torn/damaged. The coil was stretched proximally 1cm and was protruding out of the shaft separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the marker detached. The target lesion was located in the heavily calcified right iliac artery. A chariot guiding sheath was placed. During the procedure, the radiopaque marker on the tip of device separated from the sheath. They tried to snare the marker, but was unsuccessful. The procedure was aborted and the marker was left inside the patient. No further surgery warranted at this time to remove the tip. In the physician's opinion, the patient's heavily calcified iliac artery may have contributed to the detachment. No patient complications were reported and the patient's status is fine.